Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing and cartridge tubing during the load fill tubing sequence across multiple cartridges. A cartridge change was performed resolving the issue. Customer's blood glucose level was 192 mg/dl.